Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery (lad), with mild tortuosity and mild calcification. Pre-dilatation was performed with a 3.0 x 15 mm balloon at 14 atmospheres (atm), reducing the stenosis to less than 40%. After placement of the 3.5 x 18 mm device, (without resistance) a dissection was noted in the mid part of the lesion. The device was retracted and dye was injected, but there was no visible dissection. The device was again placed at the lesion site and the dissection was seen again. The implant deployed at 14 atm and post-dilatation was performed with a 3.5 x 12 mm non-compliant balloon at 18 atm. After the procedure there was no sign of any dissection. The physician feels that it was the delivery system that caused the dissection. There was no device or other procedural issues noted. There was no reported clinically significant delay during procedure. There was no adverse patient sequela. The patient was asymptomatic during the follow-up one week after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary scaffold in native coronary arteries. In the review of the cine, the angiogram during positioning showed streaming of contrast that gave the appearance of a dissection within the lesion but was most likely just an artifact of contrast streaming due to the implant/balloon being in place within the lesion. Although the cine review did not show any vessel injury attributable to the implant or balloon delivery system, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.